Manufacturer narrative:
Analysis results indicate that the catheter body was damaged. Conclusion code no longer applies and was replaced.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4). Analysis results for the catheter were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Information was reported by a consumer via a device manufacture representative regarding a patient receiving dilaudid (15 mg/ml at 1.3 mg/day, unable to obtain lot number) via a pump. The pump was implanted on (B)(6) 2014. The pump indication for use (IFU) was listed as non-malignant pain. The patient's medical history was reported as "unable to obtain." The device manufacture representative reported that the patient complained of the pump being a problem since her last replacement in (B)(6). The patient believed that the pump had caused her to have many withdrawal problems since it was last replaced in (B)(6). The patient had every test done, had her gallbladder removed, ended up in the ER many times, etcetera. The patient was convinced that the pump was the problem. The patient reported that her pain as being intermittently controlled and stated that the pump had not been working properly since it was replaced. The healthcare provider (hcp) found the catheter to be the problem, not the pump. Upon interrogation of the device, the logs did not show any stalls. The hcp believes that positionally, the patient probably was getting drug sometimes but not sometimes, due to the crack in the catheter; not because of the pump. Surgery was performed to replace the pump and the catheter was inspected as well, "which is where the problem was found." The hcp found the catheter to have a crack in it and then upon examination tore into two pieces. The inline connector was cracked, but the catheter was not disconnected. The catheter was partially explanted on (B)(6) 2015. The hcp used a revision kit to replace the pump portion of the catheter. The patient had good back flow and was found to be patent, so he repaired the catheter verse replacing it entirely. The portion of the catheter that was cracked was replaced and connected to a new smaller size pump. The patient requested the pump be put in an evidence locker after explant. Hospital policy was to send the pump to pathology and then it was to go in the evidence locker as requested. Therefore, the device manufacture representative was unable to take the pump with her, but did take the catheter portion where the crack was on the catheter. The catheter that was removed was returned to the device manufacture. At the time of the report it was unknown if the issue was resolved. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.